Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced bleeding from the endotracheal tube and internal bleeding. The abdomen was distended. X-ray imaging showed pulmonary opacification and a suspected liver laceration. The patient expired while on support. Medical safety review of the event noted the use of the device cannot conclusively be associated with the outcome (patient's demise). Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.